Event description:
On (B)(6) 2010, the patient was implanted with an scs system placed occipitally. On (B)(6) 2010, the patient reported that the stimulation stopped and the programmer no longer communicated with the ipg. The clinical specialist met with the patient and tried communicating with another programmer, with the same results. The patient's ipg was replaced on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.